Event description:
The customer reported that on 1/21/1998 vasoseal uas used following a diagnostic catheterization procedure. The physician had multiple sticks to gain access into the artery. He performed the cath procedure with two arterial sheaths and one venous sheath. He deployed a kit size 2 for one arterial site and a kit size 3 for the other. Five minutes following the procedure, the patient lost pulses and complained of pain, ultrasound revealed arterial occlusion in right lower extremity. Patient went to surgery for a thrombectomy and revascularization. Pathology report confirmed collagen material in artery.